Manufacturer narrative:
The results of the investigation are inconclusive since the power cord was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The power cord of the patient electronic unit sparked. It was reported the cord was cracked and had exposed wiring. A replacement unit was ordered.